Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-01682 for the other associated device information. It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure performed on (B)(6) 2009. According to the complainant, post-implantation the patient experienced dyspareunia, difficulty urinating, increased incontinence, pelvic pain and vaginal erosion. (Specifics and date/s of onset unknown). On (B)(6) 2010, interventional surgery performed. All other information, including the patient's current condition, is unknown and reportedly unavailable.